Event description:
It was reported that the compressor would not power up. There was no pt involvement. (B)(4).

Manufacturer narrative:
The exchanged part and more info has been requested back for investigation. A supplemental medwatch will be submitted when the investigation has been finalized.